Manufacturer narrative:
(B)(4). Additional information: evaluation codes. The tubing would kink below the y-junction once it was taped down, cutting off flow. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set did not flow. This occurred during infusion in the operating room (or). There was no report of patient injury or medical intervention associated with this event. No additional information is available.